Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, It was indicated that a crystalized rubber was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: A stress problem was identified. The most probable cause is traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.